Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4) . Event occurred in the united states. It was reported, that the tape of the infusion set did not stick on (B)(6) 2024. No further information was available.